Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D4: possible lot numbers 4262006, 4262007, and 4271340. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that secured short catheter is not retracting. There was unknown patient involvement and unknown patient harm/adverse event. The affected device is not available for evaluation. The event has occurred twice.

Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the suspected lot numbers. If the product is returned the manufacturer will re-open the complaint for further device analysis.